Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end sharp edge and weak air flow at the air/water nozzle occurred by physical stress from outside. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus has requested additional event information from customer. No response has been received at this time. The device was returned for evaluation. During testing the first reported issue was confirmed: the device had a cracked distal end cover with a sharp edge. However, functional testing did not verify the reported air/water flow issue. The air and water flow met with specifications. Functional testing showed that the connector cover did not meet with electrical safety specifications due to cracking. In addition, the bending angles for the up and down directions did not meet with specifications and the directional knobs had excess play. Visual examination showed the following additional issues: the connector cover was cracked and leakage occurred at that area; the bending section cover adhesive was cracked; the light guide lens was chipped and cracked; and switch button 1 was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope's distal end was damaged with a sharp edge sticking out. The customer also reported weak air flow at the air/water nozzle. The issue was found during a diagnostic procedure. No adverse effects to patient reported.